Event description:
It was reported that following the implant of a transcatheter valve, an infold was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed to address the infold using a 22 millimeter (mm) balloon. Following the post-implant bav, the infold on the lower edge of the valve did not resolve. An echocardiogram and fluoroscopy were performed that revealed valve coaptation and no paravalvular leak (pvl) was observed. The physician determined there was no impact on valve performed and the procedure was concluded. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012867008); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, an infold was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed to address the infold using a 22 millimeter (mm) balloon. Following the post-implant bav, the infold on the lower edge of the valve did not resolve. An echocardiogram and fluoroscopy were performed that revealed valve coaptation and no paravalvular leak (pvl) was observed. The physician determined there was no impact on valve performed and the procedure was concluded. No patient complications were reported as a result of this event. Additional information was received that the valve was recaptured one time due to being shallower. Per the physician, calcification of the non-coronary cusp (ncc) contributed to the infold.